Manufacturer narrative:
The remnants of the 6.0mm tenolok tenodesis anchor were returned to conmed for evaluation on 01-aug-2017. Visual examination of the "used/damaged" anchor found the anchor and suture were broken. Further inspection by the engineers found the anchor appears to have broken at the place where the highest amount of stress is supplied, possibly during initial insertion, between fingers of the outer body. With a small crack the anchor may not have pulled out immediately but with repetitive cyclic loads after surgery (repetitive motion), it could have possibly pulled the inner body deeper into the outer body propagating the crack. Measurement of the outer body could not be accomplished due to the damaged condition of the pieces retrieved from the original surgery. This lot #778757 was manufactured on 12-oct-2016. Of the lot containing 60 units, there have been no other similar complaints received for this item and lot number combination. A review of the device history records (DHR) for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. In addition, a review of complaint history of this device family since the release in dec-2015 showed no other reports of similar events. During this same time frame, approximately 9,586 units have been sold worldwide, making the rate of occurrence for this failure mode 0.010%. To date, there have been no patient long term adverse effects reported for this device family. The reported problem will continue to be monitored via the complaint system to ensure product safety. The tenolok anchors were released in dec-2015 and the use of this product is very technique dependent. To reduce the risk of patient injury, the instructions for use (IFU) provides the user with the following contraindications, warnings, and precautions. Contraindication: pathological conditions of bone which would adversely affect the tenolok tenodesis anchors. Physical conditions that would eliminate, or tend to eliminate, adequate implant support or retard healing. Conditions which tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. Foreign body sensitivity, known or suspected allergies to implant and/or instrument materials. Warning: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. Any decision to remove the device should take into consideration the potential risk to the patient of a second surgical procedure. Implant removal should be followed by adequate postoperative management. Detailed instructions on the use and limitations of the device should be given to the patient. The patient should be told to follow the surgeon's protocol for postoperative management. Patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. Precautions: ensure the anchor is properly seated on the driver tip prior to and during implantation. Ensure the free ends of the suture are securely locked in place around cleat on delivery handle. Avoid lateral loading while inserting the device. Maintain proper alignment during insertion of the anchor and disengagement of the delivery handle. Proper orientation and alignment of instruments is important during implantation of the tenolok tenodesis anchor to minimize possible breakage of the anchor. Breakage of the device is possible if: the bone preparation device is not inserted to the proper depth. The device is not properly aligned with the pilot hole. -the device is loose or not securely attached on the delivery handle. The device inserter is used for prying. The device is advanced too deep. A small amount of forward pressure is not applied while rotating the handle.

Manufacturer narrative:
The device remnants of the tenolok t60s are expected to be returned for evaluation. However, as of this filing the remnants have not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that the 6.0mm tenolok tenodesis anchor was implanted during the initial rotator cuff repair and biceps tenodesis procedure on (B)(6) 2017. Six months after the surgery, the patient came back to the surgeon complaining of shoulder pain. MRI was performed after an ultrasound found foreign bodies inside the glenohumeral joint space, which was assumed to be remnants of the implanted anchor from the original surgery. A 2nd surgery was performed on (B)(6) 2017, where the surgeon reported broken pieces of a conmed tenolok t60s anchor floating in the glenohumeral joint space and were subsequently removed. The surgeon reported that there was "significant damage to the articular cartilage of the humerus" which he believed was caused by the floating peek anchor fragments. The surgeon also removed additional pieces of the anchor from the original site of insertion. The 2nd surgery was completed with no issues reported. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.